Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and found transducers reading zero for four seconds then flashing a/d. Disconnected and reconnected hssc cable. Vent out of inop mode, transducers zero values in spec and cycling normal for 30 minutes. Hssc cable has slight bend to bottom pins. Installed new hssc cable and ran ventilator testing. No problems found.

Event description:
The customer reported that the ventilator went inopertive.